Manufacturer narrative:
The customer reported that a patient that after use of liquiband optima to suture a wound at the level of the left eyebrow arch, a drop of the glue fell in a (B)(6)-year-old child's eye (not protected by a compress) and eyelids were glued together. The patient was transferred to ophthalmological surgery department. Subsequently the eyelids were opened with hot water and betadine with soap, some residual glue was removed from the cornea. A superficial corneal ulcer was noted. The wound at the level of the left eyebrow arch was closed with stitches as it was still open. The liquiband optima IFU has the following warning identified in the IFU which indicates a method of prevention for this incident- 'use of cyanoacrylate tissue adhesive near the eye has inadvertently caused some patient's eyelids to be sealed shut. When closing facial wounds near the eye, please position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic placement of petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective at preventing inadvertent flow of adhesive into the eye.' As the IFU indicates the method to avoid accidental discharge of glue into eyes, this event is determined to be a user error.

Event description:
Use of liquiband optima to suture a wound at the level of the left eyebrow arch. A drop of the glue fell in a (B)(6)-year-old child's eye (not protected by a compress) and eyelids were glued together. The patient was transferred to ophthalmological surgery department. Subsequently the eyelids were opened with hot water and betadine with soap, some residual glue was removed from the cornea. A superficial corneal ulcer was noted. Subsequently the eyelids were opened with hot water and betadine with soap, some residual glue was removed from the cornea. The wound at the level of the left eyebrow arch was closed with stitches as it was still open. Vitamine a®, tobradex® and steridose® were prescribed after the surgery to treat corneal ulcer.